Event description:
Per received report: it was a pt with 3 aneurysms. The first one has been clipped about one week before this intervention. During this procedure, the coil has been stretched and torn off. This was the second coil, the first one was a microsphere which had been placed successfully in the aneurysm. They used a excelsior sl 10 as micro catheter, a envoy 6f as guiding catheter and as guidewire a synchro. The neurosurgeon (he was present during the procedure because of the difficult anatomical characteristics) decided to clip also the second aneurysm, but first they removed the helipaq. The pt outcome is good. Add'l info/clarification received on (B)(6) 2012 stated that the coil stretched during withdrawal and the aneurysm portion of the coil was retrieved, however, the intravascular portion had to be clipped and 2cm of the coil was left in the petrosal part of the carotid artery. The pt was prescribed ass 100 for six weeks following the procedure.

Manufacturer narrative:
The product was discarded and will not be returned for eval. Without the return of the device, the exact root cause of the problem reported could not be determined. The mfg records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.